Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h9: correction/removal reporting #: (b0(4); reported here as this exceeded character limit for the designated field. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent fully deployed and expanded, with the inner sheath kinked. Functional inspection was performed, the catheter was freely moved through the luer, and the slider could be moved back to its original position without resistance. A media inspection of the photo provided by the complainant noted that the stent was partially deployed. No other problems were noted to the stent and delivery system. Product analysis did not confirm the reported event of stent partially deployed. The additional observed damage of inner sheath kinked was likely due to factors encountered during the procedure. It may be that how the device was handled and manipulated, limited the performance of the device and contributed to the observed damage. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) gastroenterostomy procedure. The IFU states, "the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated to be used for gastroenterostomies. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the most probable cause for the reported event of stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling; therefore, the most probable root cause is known inherent risk of device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) gastroenterostomy performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician successfully punctured the small bowel and attempted to deploy the first flange, but it was not fully deployed. To address the issue, an attempt was made to proceed with the next steps of deployment, but this was unsuccessful. The stent was subsequently removed and replaced with another of the same device through the initial puncture site, and the procedure was successfully completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be use for gastroenterostomies note: the customer provided photos showing the delivery system, as well as the stent where it can be observed partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) gastroenterostomy performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician successfully punctured the small bowel and attempted to deploy the first flange, but it was not fully deployed. To address the issue, an attempt was made to proceed with the next steps of deployment, but this was unsuccessful. The stent was subsequently removed and replaced with another of the same device through the initial puncture site, and the procedure was successfully completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be use for gastroenterostomies note: the customer provided photos showing the delivery system, as well as the stent where it can be observed partially deployed